Event description:
The customer reported the images intermittently turns black. No pt injury was reported.

Manufacturer narrative:
Customer showed ge service rep the image saved that had problems from a case. It appears that using mag feature of collimation would have improved quality. The rep tested entire unit tracking all normal. Line pair tools above average quality. Max does rate and kvp tracking all normal. Unit working normally at this time.